Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to moisture damage on keypad traces. Minor scratched lcd window, cracked display window corners, battery tube threads, reservoir tube lip, reservoir tube. End cap sticker was missing.

Event description:
Customer reported receiving a button error on the insulin pump. Customer stated that she keeps her insulin pump under her shirt and that is the only event leading up to the alarm that she could remember. The blood glucose reading was 169 mg/dl. Nothing further was reported.